Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pains where had procedure/ pelvic pain") and genital haemorrhage ("bleeding for 3 weeks off but not her cycle / passed what looked like old blood/ heavy abnormal bleeding, abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation abnormal. Concurrent conditions included overweight. Concomitant products included cyclobenzaprine since 2015, diclofenac sodium, metronidazole, nitrfution and tri-luma. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("she has bad headaches/massive headache"), hot flush ("hormonal changes describe: hot flashes"), hyperhidrosis ("hormonal changes describe: sweating"), nausea ("nauseous to stomach"), menstrual disorder ("her cycle is different since essure inserted / had her last cycle and she felt horrible"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("allergic or hypersensitivity reaction type: rashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), insomnia ("insomnia"), paranoia ("paranoia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), sciatic nerve neuropathy ("neurological conditions or problems type: sciatic nerve problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), gastric disorder ("gastrointestinal or digestive system condition type: stomach problems"), vitamin d deficiency ("vitamin d deficiency"), chest pain ("chest pain"), alopecia ("hair loss") and vaginal disorder ("infection (bladder/ urinary tract/vaginal) type: vaginosis"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain upper ("bad pain shooting all over stomach") and menstruation delayed ("cycle did not start"). In (B)(6) 2015, the patient experienced dizziness ("she was freaking out, like she was going to pass out"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), menorrhagia ("last cycle bled so much, abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("still bloated like she was pregnant"), asthenia ("always felt very weak like some kind of infection that was going in inside of her"), eczema ("eczema rash on arms and back, rashes or skin conditions type: eczema condition exacerbated") with pruritus, allergy to metals ("maybe allergic to nickel"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with colecalciferol (vitamin d) and surgery (laparoscopy, bilateral salpingectomy to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, hot flush, hyperhidrosis, nausea, abdominal pain upper, menstruation delayed, menstrual disorder and abdominal pain had not resolved and the dizziness, feeling abnormal, menorrhagia, abdominal distension, asthenia, eczema, allergy to metals, vulvovaginal pain, vaginal haemorrhage, rash, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, insomnia, paranoia, bladder disorder, urinary tract disorder, migraine, sciatic nerve neuropathy, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastric disorder, vitamin d deficiency, chest pain, alopecia, pain in extremity, back pain and vaginal disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, asthenia, dizziness, eczema, feeling abnormal, genital haemorrhage, headache, hot flush, hyperhidrosis, menorrhagia, menstrual disorder, menstruation delayed and nausea with essure. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric disorder, insomnia, migraine, pain in extremity, paranoia, pelvic pain, rash, sciatic nerve neuropathy, urinary tract disorder, urinary tract infection, vaginal disorder, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received: new reporters, patient demographic information, product indication, onset and removal dates updated, treatment and concomitant medications, concomitant disease, new events vaginal haemorrhage, rash, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, insomnia, paranoia, bladder disorder, urinary tract disorder, migraine, sciatic nerve neuropathy, dysmenorrhea, dyspareunia, fatigue, weight increased, gastric disorder, vitamin d deficiency, chest pain, alopecia, vaginal disorder, pain in extremity, back pain and symptom vaginal discharge added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pains where had procedure/ pelvic pain"), the first episode of genital haemorrhage ("bleeding for 3 weeks off but not her cycle") and the second episode of genital haemorrhage ("passed what looked like old blood/ heavy abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation abnormal. In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of genital haemorrhage (seriousness criterion medically significant), headache ("she has bad headaches/massive headache"), the first episode of abdominal pain upper ("extremely bad stomach cramping like wants to start cycle but then no bleeding/ severe cramping"), hot flush ("hot flashes"), hyperhidrosis ("sweating"), nausea ("nauseous to stomach") and menstrual disorder ("her cycle is different since essure inserted"). In (B)(6) 2014, the patient experienced the second episode of abdominal pain upper ("bad pain shooting all over stomach/ abdominal pain") and menstruation delayed ("cycle did not start"). In (B)(6) 2015, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant) and dizziness ("she was freaking out, like she was going to pass out"). On an unknown date, the patient experienced feeling abnormal ("had her last cycle and she felt horrible"), menorrhagia ("last cycle bled so much"), abdominal distension ("still bloated like she was pregnant"), asthenia ("always felt very weak like some kind of infection that was going in inside of her"), eczema ("eczema rash on arms and back") with pruritus, allergy to metals ("maybe allergic to nickel") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). At the time of the report, the pelvic pain, headache, hot flush, hyperhidrosis, nausea, the last episode of abdominal pain upper, menstruation delayed and menstrual disorder had not resolved and the last episode of genital haemorrhage, dizziness, feeling abnormal, abdominal distension, asthenia, eczema, allergy to metals and vulvovaginal pain outcome was unknown. The reporter considered pelvic pain, vulvovaginal pain, the first episode of abdominal pain upper, the second episode of abdominal pain upper and the second episode of genital haemorrhage to be related to essure. The reporter provided no causality assessment for abdominal distension, allergy to metals, asthenia, dizziness, eczema, feeling abnormal, headache, hot flush, hyperhidrosis, menorrhagia, menstrual disorder, menstruation delayed, nausea and the first episode of genital haemorrhage with essure. The reporter considered to be not reported to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 19-jul-2017: summons received- case category updated, was made an incident. New event "vaginal pain" added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.